Manufacturer narrative:
Manufacturer reference #: 6694.

Event description:
A site reported to rxsight that a capsule bag tear occurred during implantation of a light adjustable lens (lal) in which the lal trailing haptic also disinserted. Rxsight's first awareness of this event was on 09/09/2024.